Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (50 mg/ml) via an implantable infusion pump. It was reported that the drug concentration was calculated incorrectly; .05 mg/ml was converted to 500 mcg/ml instead of 50 mcg/ml. No harm has happened to the patient. The error has been corrected.